Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with residue on product. Visual inspection found a haptic torn. There was residue on the lens haptic. The lens was inspected at 1.5x magnification and no adhesion was found. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon noted prior to loading a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, a foreign body adhesion on the lens surface. The foreign body looked like a thread. There was no patient contact. Another same model/length lens was implanted and the problem was resolved.